Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose. The blood glucose checked while in hospital it was around 200 mg/dl and while testing glucose meter it was 400 mg/dl, current blood glucose is 328 mg/dl. The customer treated their high blood glucose with bolus with insulin pump. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.